Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory the device was noted to have no telemetry and a memory download could not be performed. The device case was was opened and the battery was removed from the circuit. An external power supply was applied and the current train measured normal. The battery was sent for further analysis and found to be operational. The cause of the no telemetry was unable to be established during analysis.

Event description:
Additional information was received that the difficulty interrogating the pacemaker continued. The clinic was unable to interrogate the device with a programmer, however it could be interrogated with a remote home monitor. Boston scientific technical services (ts) was consulted and discussed that this has been an on-going issue with the pacemaker and could possibly indicate the device would not be able to be reprogrammed. Ts further noted that therapy was not affected. The clinic also noted a concern regarding battery longevity due to a power consumption change in one year. The engineering analysis was inconclusive regarding the root cause of the telemetry issue. The data showed no faults, resets, or abnormal power consumption. The device is not showing any signs of premature depletion. The clinic was considering explant of the device and the engineer did agree it was reasonable to change the device out given the inability to interrogate with a programmer. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the difficulty interrogating the pacemaker continued. The clinic was unable to interrogate the device with a programmer, however it could be interrogated with a remote home monitor. Boston scientific technical services (ts) was consulted and discussed that this has been an on-going issue with the pacemaker and could possibly indicate the device would not be able to be reprogrammed. Ts further noted that therapy was not affected. The clinic also noted a concern regarding battery longevity due to a power consumption change in one year. The engineering analysis was inconclusive regarding the root cause of the telemetry issue. The data showed no faults, resets, or abnormal power consumption. The device is not showing any signs of premature depletion. The clinic was considering explant of the device and the engineer did agree it was reasonable to change the device out given the inability to interrogate with a programmer. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was unable to be interrogated while using a programmer even after extensive troubleshooting techniques. Multiple programmers and locations were attempted on different days without success. The patient was able to perform a successful remote interrogation which showed no device issues. However, boston scientific technical services (ts) noted that it may indicate an issue with the telemetry coil and if interrogation was not successful with further troubleshooting, replacement of the device could be considered. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.